Event description:
Attorney alleges that the patient was implanted with ventralight st on may 2018 during a hernia surgery. It is alleged that between 2018 and 2022, patient was suffered with chronic pain, dense adhesions, continuous ongoing medical treatment, testing and underwent a subsequent surgery requiring the removal of the ventralight st on or around on (B)(6) 2022. It is also alleged that the patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering and disability. It is alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including adhesions, pain, disability and explant post implant of ventralight st. The instructions-for-use supplied with the device list adhesion as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant (on (B)(6) 2018) is provided as an estimate based on the information provided. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned